Event description:
The meter is missing segments. A review of the system was conducted over the phone. The review indicated that the meter was missing segments in the units position. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.